Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, with no need for additional assistance.